Manufacturer narrative:
The cover was refitted. No remarks were observed after the test. The investigation is still ongoing. The root cause analysis with conclusions will be provided in the next report.

Manufacturer narrative:
The cover was refitted. No remarks were observed after the test. The review of previous complaints revealed that the bottom cover may detach when the ceiling lift is hit by any object (wall/ any obstructions on the way of transfer, rough movement along the rail, etc.). The instructions for use dedicated to maxi sky 2 (001-15698-en) warn: "before transferring a patient, make sure there are no obstacles in the transfer path". It is unknown in which circumstances the bottom cover detached therefore this potential cause cannot be confirmed. In summary, there was no evidence that the maxi sky 2 was used to transfer the patient when the cover detached. The device¿s cover detached which indicates the device did not meet its specifications. The complaint decided to be reportable due to the bottom cover detachment.

Manufacturer narrative:
The cover was refitted. No remarks were observed after the test. The investigation results will be provided to the follow-up report.

Event description:
Following the information reported, the nurse observed that the bottom cover of the ceiling lift detached and called arjo service. There was no patient involved. No injury was claimed.